Event description:
On (B)(6) 2010, an elevate apical and posterior system was implanted. The mesh was implanted to correct both pelvic organ prolapse (pop) and stress urinary incontinence (sui). Plaintiff's attorney has alleged that, "after implantation, she began experiencing severe complications attributable to the products," including, but not limited to, "chronic pain, excessive bleeding, infection, dyspareunia, erosion and destruction of vaginal tissue warranting the need for additional surgical intervention." It was also alleged that plaintiff "has suffered and will continue to suffer severe and permanent bodily injuries and significant mental and physical pain and suffering," and other losses. Also alleged, plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and that she underwent, "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.